Event description:
It was reported that during the water tank change in an arctic sun device, when attempting to fill the tank, it does not draw in the water and does not fill up. Per sample evaluation results on 09apr2026, the power cord has several cuts.

Manufacturer narrative:
The reported issue was confirmed. The root cause identified as a circulation pump failure. The device was evaluated upon receipt. It was confirmed that during the water tank change in an arctic sun device, when attempting to fill the tank, it does not draw in the water and does not fill up. The circulation pump was replaced. The power cord has several cuts. The power cord was replaced and tested. Successfully passes functional tests. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A DHR is not required as this is not an out-of-box failure. Initial reporter complete facility name: (B)(6) hospital, (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.